Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose level was in the 300's (mg/dl) which was addressed by delivering a bolus. Reportedly, the customer had manual injections as alternate insulin therapy.